Event description:
It was reported that the pt was having an increase in seizures. The pt had indicated that she has been "seizure free" for about six years until the most recent implant. It is unknown at this time what the physician's assesment is of the increase in seizures is to that of the device. It is unknown if the increase in seizures is more than the levels prior to the start of vns therapy. Good faith attempts to obtain additional info have been unsuccessful to date.